Manufacturer narrative:
A bci field service engineer (fse) visited the site on (B)(4) 2011. The fse verified flow switch working on di water canister. The fse replaced sample probe waste valve and both vacuum and vac/pressure pumps. The fse primed the instrument multiple times with no leaks or errors. The fse would follow-up with the customer. The related events are reported in medwatch #2050012-2011-00659 and 2050012-2011-00660.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from unicel dxc 660i synchron access clinical system. The customer indicated the leak was coming from low pressure regulator as well as sample probe. There was no effect to patient or user.